Event description:
It was reported that the patient developed mild edema, issue was related to the healon duet pro. Through follow-up we learned that clinical intervention (pharmacological) was performed. Prescriptions included intraocular pressure-lowering eye drops (drusolol), corticosteroids (visiopred and ster on a tapering regimen), a lubricant/protectant (dimethylpolysiloxane), and oral antiviral medication (valtrex 500 mg every 12 hours). The patient presented with a formed anterior chamber, a well-positioned intraocular lens, while maintaining mild corneal edema in the left eye. The patient remains under outpatient clinical observation. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Device evaluation: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. The reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.